Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing on an endoscopic control of duodenal ulcer, the reload was attempted to be removed but was unable to be removed. Noting fell into the patient¿s cavity. It was stated that the tissue was hard and the firing speed was slow. The procedure was completed with manual suturing.

Event description:
According to the reporter, after firing on an endoscopic control of duodenal ulcer, the tissue was hard and the firing speed was slow. The product did not lock on tissue and was removed from the tissue without damaging it. Nothing fell into the patient's cavity as well. The procedure was completed with manual suturing.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the adapter was received without a reload connected to it, and the blue button was in its home position. The evaluation found that there was a dimple near the tip of the adapter. The reload was able to be loaded and unloaded without issues into the adapter. The unload switch was depressed multiple times and showed no hangups or sluggishness. The unit was fired without issues, however, the adapter got stuck and had to be disassembled to remove it. It was reported that the device was difficult to unload. The reported issue was confirmed. The dimple can be caused by outward force on the decoupled link while unloading. The most likely cause could not be established from the information available. It was also reported that the device fired slower than normally expected. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.